Event description:
It was reported that during procedure, the probe of the depth gauge broke off the body of the device. The procedural delay was only 2-3 minutes. There was no patient impact or harm.